Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor and camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had poor image quality and phosphor burn in on left monitor. No pt injury was reported.